Manufacturer narrative:
Findings: pump received with no down button response due to corroded keypad trace. No flashing off screen or blank display noted during testing. However, moisture damage was found on electronic and motor assembly. Pump received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube window through reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they jumped in the pool and stated that their insulin pump may have been exposed to moisture. The customer had a blood glucose level was 226 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.